Manufacturer narrative:
The customer was sent a replacement breast pump. On (B)(6) 2017, a medela clinician followed up with the customer at which time she stated she was prescribed dicloxicillin for mastitis and it has resolved . The product was received on 01/06/17 and evaluated by quality engineering on 01/06/2017. The evaluation showed that the unit passed all functional tests. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer reported to customer service that the suction on her pump in style advanced breast pump had low suction. She also stated that she had mastitis.